Manufacturer narrative:
A steris technician arrived on-site and found the customer was running a processing cycle, which completed successfully. The technician inspected the processor and found the cycle subject of the reported event had faulted for a "heat problem" due to the water inlet temperature. The technician replaced the float block, check valve 11, and maxpure filter as a precaution, ran test cycles and returned the unit to service. The technician reported the user facility's water temperature fluctuated between 39°c and 43°c when he was on-site. Site specifications state (system 1e operator manual p. 2-1): water temperature specification range is 43-60°c and for optimum cycle time water temperature should be within 46-48°c. The reported "heat problem" processor fault alarm is attributed to the user facility's fluctuating water temperature which is on the low end or below the specification range. The unit was installed on (B)(4) 2011 when the water temperature was in specification at 45°c.

Event description:
The user facility reported that the system 1e processor evidenced "heat problem" fault and a patient procedure was delayed. The procedure was subsequently completed successfully and no injuries were reported.